Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Lehmann hi, goette a, martens-lobenhoffer j, hammwohner m, rohl fw, bukowska a, ghanem a, klein hu, bode-boger sm. Asymmetric dimethylarginine predicts appropriate implantable cardioverter-defibrillator intervention in patients with left ventricular dysfunction. Europace. 2011: epub before print.

Event description:
Boston scientific received information through a journal article about a study to investigate whether biomarkers of nitric oxide metabolism can predict the occurrence of ventricular tachyarrhythmias and might be used as risk markers in these patients. The patients enrolled in the study were implanted with implantable cardioverter defibrillators (icds) from either boston scientific or st. Jude medical. Two patients had both appropriate and inappropriate therapy delivered while three patients had exclusively inappropriate ICD therapy delivery. Inappropriate therapy was defined as either atp or shock delivery which followed atrial fibrillation, supraventricular ventricular tachycardia (svt) or incorrect sensing. No adverse patient effects were reported. The type or number of inappropriate therapy was not provided in the article. It was not reported if there was therapy exhaustion during these inappropriate episodes.